Manufacturer narrative:
Product event summary: analysis found that the device shutdown automatically at 6.7 volts.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.